Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aq-2010v intraocular lens in the right eye. During the insertion process, the lens ejected in a controlled manner. As the surgeon was finalizing the procedure, the capsular bag opened up and he started to reform, the bag opened all the way. The lens was removed, an anterior vitrectomy was done and another lens was implanted in the sulcus. Preop va was 20/80 and pod14 vasc was 20/70, vacc was 20/60. The pt's vision is improving and she is doing well.